Event description:
It was reported to boston scientific corporation that a patient underwent a percutaneous nephrolithotomy procedure in 2007. It was discovered after successfully inflating the balloon to perform the procedure, the balloon would not deflate. The physician attempted to apply negative pressure, which was ineffective. The physician was forced to cut the material of the device in order to release contrast media inside the balloon. This process delayed the procedure since it was a slow progression; the procedure was prolonged by additional two hours. The entire balloon was retrieved. The physician was able to complete the procedure with another device. There were no patient complications due to this event.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation, but has not been received yet. A failure analysis is not available at this time and we are not able to determine if the device met specification. The 15 month trend chart for the uromax ultra product family was reviewed and showed an adverse trend for the product family. An adverse trend is defined for february 2007 since it was at the complaint action limit. Nine complaints were reported, the complaint action limit for this product has not been exceeded. Due to the low number of complaints over the entire 15 month trend chart and the low clinical severity of the failure modes, no further specific action is warranted.